Event description:
The recipient is reportedly experiencing pain and discomfort when wearing the device. The recipient has not worn the device since (B)(6) 2020. Device testing revealed results within normal limits. The recipient was advised to cease device use. The recipient is a poor performer. Revision surgery will be scheduled.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. A review of the recipient¿s test data indicated impedance issues. The recipient's activation went well. The external visual inspection revealed silicone damage on the top cover and the electrode was severed near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. The scanning electron microscopy analysis revealed an electrode wire was broken at the electrode contact pad. This is believed to have occurred during revision surgery. The reported complaint of low impedances could not be verified during this analysis, which was limited in some respects due to the electrode being damaged prior to receipt. This device passed all of the electrical tests performed. This version of the ultra device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.